Event description:
It was reported that during the prostate enucleation procedure for benign prostatic hyperplasia with obstructive uropathy, the fiber used broke into two pieces. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber body was broken into two pieces. The microscopic analysis confirmed the fiber tip was slightly degraded and there were no defects on connector. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the prostate enucleation procedure for benign prostatic hyperplasia with obstructive uropathy, the fiber used broke into two pieces. Due to this, the procedure was completed using another device. There were no patient complications.